Event description:
Patient presented to the physician with wound dehiscence and discharge at the chest incision. Physician brought the patient into the or and found that one of the lead wires was exposed from the open wound. During the procedure, the physician also found a surgical sponge inside the capsule around the ipg and removed it successfully. Physician flushed the ipg pocket with antibiotic solution and closed.